Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals remains unknown.

Event description:
During an af procedure, the valve was damaged when removing a non-abbott catheter. The introducer was replaced, and the procedure was completed with no adverse patient consequences.